Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a rash under one of the therapy electrodes. The patient reported that the rash was "red and a little weeping." Follow-up attempts were unsuccessful and the outcome of the irritation is not known.